Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer did not open, required witness and did not allow to open even after putting the witness. A technical support specialist found that it was tied to a known bug and confirmed that fix for this bug was in active development, but the current workaround was to sign fully out of the medbank cabinet and then sign back in which should allow further access. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, had drawer failure. Customer mentioned required witness, doesn't allow to open, even after putting the witness it won't allow to proceed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.